Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the valve and delivery system were prepped in normal fashion, however, during deployment of the 29 mm sapien 3 valve, it was noted that the atrion contrast mix was fully injected yet the valve/balloon did not expand/inflate.  It was decided by the team to remove everything without trying to pull back through the esheath.  The entire system/crimped valve and sheath were removed as a unit and the balloon/valve were inspected for any irregularities. It was confirmed that all balloon material had been removed. However, it was noticed that the durometer (¿small tube that runs the length of the delivery system that the contrast mix travels through¿) used for inflation had ¿severed¿ (delivery system balloon separated from the durometer).  The severed durometer did not allow the contrast mix to reach the balloon. A second system and valve were prepped and deployed with good results.  The patient was noted to be stable at the conclusion of the case.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the device revealed a tear on the crimp balloon adjacent to the I/c bond. The balloon legs were observed to be flared out. The valve was observed to be crimped on the inflation balloon. The inflow side of the valve was observed to have several struts flared out and flex tip gouges. The sheath was observed to have non-circumferential liner delamination at the sheath tip. Sheath shaft expanded as designed with no liner tear observed. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. The complaint was confirmed based on visual inspection of the device. During dimensional testing the double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon was measured in the decontamination lab. Because the measurements were below specification, additional double wall thickness measurements were taken along the crimp balloon following the manufacturing inspection method, where the center of the crimp is measured longitudinally, along the length. When measured according to manufacturing inspection methods, all measurements met specification. Measurements were taken from the distal end towards the proximal end of the crimp balloon. Further measurements were taken utilizing different measurement techniques. The crimp balloon was measured from the distal end to the proximal end, this time along the balloon edge, which deviates from the inspection method. The crimp balloon was measured longitudinally and laterally, along the width. Measurements taken longitudinally all met specification. However, when the crimp balloon was measured longitudinally, one measurement was found below specification. Based on the dimensional results, the balloon met manufacturing requirements when measurements were taken per manufacturing procedures. The results also indicate there may be dimensional variation along the crimp balloon; however, the balloon was also heavily manipulated since manufacturing of the device and the balloon material could have stretched due to handling during the procedure or removal of the device. During the manufacturing process, the entire delivery system was visually inspected and tested several times. The inspections included the following: in-line process inspection procedure (crimp balloon tubing), extrusion manufacturing inspection (crimp balloon tubing), general specification for s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon pleat, fold, & forming, final inspection and flex catheter and balloon catheter leak test. Additionally, the work order underwent product verification testing as a requirement for lot release for commander functional product verification testing and commander tensile product verification testing. A device history record (DHR) review performed revealed that due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon the lot was found to be correlated with the increasing complaint trends. A lot history review revealed one other similar complaint related to ¿balloon ¿ torn¿. The complaint was confirmed by returned imagery from the reported complaint site. Since the applicable devices (sheath/delivery system) were not returned, it was not able to be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggested that patient and/or procedural factors likely contributed to the reported event. A definite root cause was unable to be determined. Since no manufacturing non-conformance, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Complaint data for the previous 12 months (june 2016 through may 2018) was reviewed for the commander delivery system (all models and sizes). No manufacturing non-conformances that would have contributed to the complaints were identified. Review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). The commander delivery system with s3 instructions for use (IFU), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. Although imagery of the patient anatomy was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Visual inspection revealed gouges on the flex tip, which indicate the presence of valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As the delivery system was able to be prepped with no report or device leakage, it is possible the tear occurred during the procedure due to patient and/or procedural factors. Dimensional inspection revealed that the balloon wall thickness met specification when measurements were performed per manufacturing instructions. However, the measurements also indicate there may be dimensional variation along the crimp balloon. This variation may be due to heavy manipulation of the device since manufacturing, where the balloon material may have stretched during the procedure or removal of the device. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent under further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. No manufacturing non-conformance were identified. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots under the new product risk assessment. In addition, the existing CAPA is also being updated to address the emerging trend in ic bond complaints.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported, during a transfemoral tavr procedure, the valve and delivery system were prepped in normal fashion, however, during deployment of the 26mm sapien 3 valve, it was noted that the atrion contrast mix was fully injected yet the valve/balloon did not expand/inflate. It was decided by the team to remove everything without trying to pull back through the esheath. The entire system/crimped valve and sheath were removed as a unit and the balloon/valve were inspected for any irregularities. It was confirmed that all balloon material had been removed. However, it was noticed that the durometer (¿small tube that runs the length of the delivery system that the contrast mix travels through¿) used for inflation had ¿severed¿ (delivery system balloon separated from the durometer). The severed durometer did not allow the contrast mix to reach the balloon. A second system and valve were prepped and deployed with good results. The patient was noted to be stable at the conclusion of the case.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the device revealed a tear on the crimp balloon adjacent to the I/c bond. The balloon legs were observed to be flared out. The valve was observed to be crimped on the inflation balloon. The inflow side of the valve was observed to have several struts flared out and flex tip gouges. The sheath was observed to have non-circumferential liner delamination at the sheath tip. Sheath shaft expanded as designed with no liner tear observed. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. The complaint was confirmed based on visual inspection of the device. During dimensional testing the double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon was measured in the decontamination lab. Because the measurements were below specification, additional double wall thickness measurements were taken along the crimp balloon following the manufacturing inspection method, where the center of the crimp is measured longitudinally, along the length. When measured according to manufacturing inspection methods, all measurements met specification. Measurements were taken from the distal end towards the proximal end of the crimp balloon. Further measurements were taken utilizing different measurement techniques. The crimp balloon was measured from the distal end to the proximal end, this time along the balloon edge, which deviates from the inspection method. The crimp balloon was measured longitudinally and laterally, along the width. Measurements taken longitudinally all met specification. However, when the crimp balloon was measured longitudinally, one measurement was found below specification. Based on the dimensional results, the balloon met manufacturing requirements when measurements were taken per manufacturing procedures. The results also indicate there may be dimensional variation along the crimp balloon; however, the balloon was also heavily manipulated since manufacturing of the device and the balloon material could have stretched due to handling during the procedure or removal of the device. During the manufacturing process, the entire delivery system was visually inspected and tested several times. The inspections included the following: in-line process inspection procedure (crimp balloon tubing), extrusion manufacturing inspection (crimp balloon tubing), general specification for s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon pleat, fold, & forming, final inspection and flex catheter and balloon catheter leak test. Additionally, the work order underwent product verification testing as a requirement for lot release for commander functional product verification testing and commander tensile product verification testing. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review revealed one other similar complaint related to ¿balloon ¿ torn¿. The complaint was confirmed by returned imagery from the reported complaint site. Since the applicable devices (sheath/delivery system) were not returned, it was not able to be determined if a manufacturing non-conformance contributed to the complaint event. However, available information suggested that patient and/or procedural factors likely contributed to the reported event. A definite root cause was unable to be determined. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Complaint data for the previous 12 months (june 2016 through may 2018) was reviewed for the commander delivery system (all models and sizes). No manufacturing non-conformances that would have contributed to the complaints were identified. Review of complaint data for may 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). The commander delivery system with s3 instructions for use (IFU), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. Although imagery of the patient anatomy was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Visual inspection revealed gouges on the flex tip, which indicate the presence of valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As the delivery system was able to be prepped with no report or device leakage, it is possible the tear occurred during the procedure due to patient and/or procedural factors. Dimensional inspection revealed that the balloon wall thickness met specification when measurements were performed per manufacturing instructions. However, the measurements also indicate there may be dimensional variation along the crimp balloon. This variation may be due to heavy manipulation of the device since manufacturing, where the balloon material may have stretched during the procedure or removal of the device. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent under further review. At this time, a definite root cause cannot be determined. No manufacturing non-conformance were identified. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots under the new product risk assessment. In addition, the existing CAPA is also being updated to address the emerging trend in ic bond complaints.